Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prostheses. Post procedure, the patient experienced bilateral pain with movement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-03760 for contralateral prosthesis report).